Manufacturer narrative:
The device was manufactured from october 19, 2020 - october 20, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which showed evidence of a bladder rupture. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with unspecified solution. There was no patient involvement. No additional information is available.